Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. H2 type of follow up: additional information/ device evaluation. H3a: device evaluated by mfg- additional information. H6: additional information.

Event description:
It was reported that a pairing issue occurred. Product was provided for investigation. An external visual inspection was performed and no damaged. Voltage test was performed and failed. Nordic bluetooth pairing test was performed. Performance data was reviewed. A pairing issue was found within the investigation window. The allegation was confirmed due to the finding of a transmitter failure within the investigation window. The probable cause of the transmitter failure could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing issue occurred. Performance data was reviewed. A pairing failure was found within the investigation window. The allegation was confirmed due to the finding of a transmitter failure within the investigation window. The probable cause of the transmitter failure could not be determined. No injury or medical intervention was reported.